Event description:
The customer reported to olympus, the colonvideoscope had a defective air/water supply. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the probe cover had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found probe cover had foreign objects. The additional findings are as follows: bending angle in up direction was out of standards due to wear of the angle wire; the play of upward/downward knob was out of standards due to wear of the angle wire; adhesive on the bending section cover had white clouded area; light guide (lg) connector was damaged, control unit had discoloration; universal cord had a scratch; video cable had a scratch; video connector was deformed; probe cover had a dent; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the plastic distal end cover (c-cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.